Event description:
Additional information received reported a burning sensation in the implantable neurostimulator (ins) pocket site. An overstimulation sensation occurred during a group measurement. This occurred in the back and legs. The patient was scheduled to have a pocket revision.

Event description:
The patient experienced a warm feeling at the pocket only when the stimulation was on. This started to occur in the last 2-3 months. The stimulation could only be on for 2-3 minutes due to it getting too hot/warm. It was not a stimulation sensation. The impedance measurements were normal. Additional information has been requested.

Event description:
Additional information received reported that the patient's neurostimulator was replaced. There was no visible malfunction, and the cause of the burning and overstimulation was unknown.

Manufacturer narrative:
Lead: model 39286-65, serial# (B)(4), implanted: (B)(6) 2010, explanted: programmer model 37743, serial# (B)(4).